Manufacturer narrative:
Remedial action initiated applies to all three batteries. Correction/removal reporting number applies to all three batteries. The batteries were not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and several occurrences of premature power switching (prior to the 25% threshold). These premature switching events and critical battery alarms were most likely caused by a communication error between the controller and batteries. The batteries associated with this complaint (battery serials (B)(4)) were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 (FDA ref # z16072001) and are therefore not available for analysis. However, the most likely root cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware has opened an internal investigation to address this issue. (B)(4) - battery / catalog number 1650de / expiration date 11-30-2014. (B)(4) - battery / catalog number 1650de / expiration date 10-31-2014. (B)(4) - battery / catalog number 1650de / expiration date 11-30-2014. This is two of three reports (3007042319-2015-02538, 3007042319-2015-02539, and 3007042319-2015-02540) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: (B)(4) 2015; log dates through (B)(4) 2015: normal power consumption. Additional notes: 1 critical battery alarm was logged on one batter on (B)(4) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02538, 02539, 02540) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that "battery switching with controller power up and critical battery alarms" occurred. Patient had an elective controller exchange which was "tolerated well" and had "no effects on the patient." Controller and batteries were stated to have been exchanged from stock. No additional information provided. Investigation is ongoing.